Manufacturer narrative:
The actual devices were not available; however, a photograph of one (1) sample was provided for evaluation. The photograph was visually inspected and it was observed that the cap was cracked. The reported condition was verified for one cap. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a crack was observed on each of five (5) minicaps. This was identified during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.